Event description:
User alleges that they were unable to expel the medication from the needle. They had no problems drawing the medication but could not expel the meds. No exposure due to this event. No treatment reported. The user facility reported one more similar event but no patient specifics, date of event, sample or other info was available.